Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had display anomaly. The customer¿s blood glucose level was 600 mg/dl at time of incident. It was also reported that the customer was hospitalized for high blood glucose. The customer stated that they had inserted a new battery in and the screen was all scrambled, was unable to read it and part of the screen was unreadable. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No missing segments, partial display or scrambled display noted. Unit received with cracked reservoir tube lip, broken battery tube threads and minor scratches on lcd window.